Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID (B)(4), serial# (B)(4), product type: recharger. Product ID (B)(4), serial# (B)(4), product type: programmer, patient. Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator site had been hurting since the last week in (B)(6) 2011. The pain had gotten gradually worse over 3 weeks. It was noted that the patient had lost 30-35 lbs. It was later reported that the patient's concerns were resolved. The patient was just waiting for surgery to replace the battery. Additional information reported that the patient had the device explanted at the cardiologist's direction over a year prior to the date of this report. No additional tests were done. The patient was doing "fine."